Event description:
A customer reported during an intraocular lens (iol) implant procedure, a haptic was broken. There was no backup lens available. The procedure was completed the following day. Additional information was requested.

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. It was indicated the haptic broke during the procedure. Associated products were not provided. It is unknown if qualified products were used. Not enough information was provided from the account for further investigation. (B)(4).